Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow up report will be submitted. Related complaint - (B)(4), single use distal cover (maj-2315, unknown lot number). Customer has indicated the scope will not be returned.

Event description:
The customer reported to olympus the evis lucera elite duodenovideoscope was removed and the distal cover detached from the tip and was caught. The reported issue occurred during an unknown procedure at the end of the examination. The customer indicated there was no patient/user harm or injury due to the event and no further intervention was required.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the product was inspected prior to sue and there were no problems detected. It was for an ercp (endoscopic retrograde cholangiopancreatography) treatment, quarrying. There were no delays due to the product issue. The procedure was completed without changing the device. The tip was caught prior to dropping into the patient¿s body.